Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Telephone number - e1: (B)(6) it should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal procedure performed in the tricuspid position. During the index procedure, two pascal devices were implanted, resulting in a reduction of tricuspid regurgitation (tr) from massive to moderate. Approximately 4 years later, during a transcatheter tricuspid valve replacement (ttvr) screening assessment, a single leaflet device attachment (slda) was identified, with one device found to be attached only to the anterior leaflet.